Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, unexpected restart error test and displacement test. However, an unexpected grinding noise noted during the pump rewind, problem was isolated to the motor assembly. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. No audio, vibration or displaying of alarms anomaly was noted.

Event description:
The customer reported via phone call that their insulin pump was making a grinding sound. Customer reported the issue was intermittently occurring. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Customer reported their blood glucose rose to 349 mg/dl in another incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.